Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported failure to cross could not be replicated in a lab environment as it was based on case circumstances. The loose stent was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the 10.0 x 29 mm omnilink elite stent delivery system was prepped per instructions for use. No device issues were noted. The omnilink elite stent delivery system was advanced; however, it could not be advanced around the horn so it was removed. After removal, it was noticed that the stent was coming off the balloon. A second same device was then used without difficulty. There were no adverse patient effects and no clinically significant delay. No additional information was provided.